Event description:
The facility returned the device for service. During testing, baxter service technician reported that the device underdelivered. The hospital representative did not have information regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.